Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of devices showing cracks was confirmed by the tpc during a site visit, however the cause of the cracks were not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a recent site visit from a bd representative, it was reported that (B)(4) of the (B)(4) showing device cracks ¿ most only small hairline. There was no reports of patient involvement.